Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that insulin pump had motor arm cannot communicate with the main arm error. Customer blood glucose level was unknown. The customer will return insulin pump for analysis.